Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed positive tilt and mesenteric perforation. The filter was tilted to the left with its proximal cone lying on the wall of the ivc, possibly embedded in it. Some of the filter struts have penetrated through the wall of the ivc into the precaval/mesenteric fat. There was no sign of migration, fracture or stenosis.

Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed positive tilt and mesenteric perforation. The filter was tilted to the left with its proximal cone lying on the wall of the ivc, possibly embedded in it. Some of the filter struts have penetrated through the wall of the ivc into the precaval/mesenteric fat. There was no sign of migration, fracture or stenosis.